Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range (oor) pacing impedances measuring greater than 2500 ohms which triggered a lead safety switch (lss). It was also noted, the device minute ventilation sensor was oversensing the change in impedances causing a stored signal artifact monitoring (sam) episode that switched sensing vectors. Noise was seen that was being oversensing and resulted in the pacing inhibition. The patient is dependent on therapy and did experience asystole that was greater than two seconds. Subsequently, this rv lead was surgically abandoned and replaced as it was believed there was a lead conductor fracture. No additional adverse patient effects were reported.